Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer manually removed the broken legacy half-height cubie, successfully recovered it. Drawer 6.2 was sticking, so ordered and replaced the drawer once it arrived on site. The customer tested and verified the service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer repeatedly fails multiple times a day. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.